Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism and a tip seal observation.

Event description:
It was reported that during the implant attempt, the helix of the right ventricular (rv) lead was not performing properly when extended or retracted. In addition, the physician had difficulty placing the right atrial (ra) lead. Neither lead was used, and new leads were implanted. No patient complications have been reported as a result of this event.